Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and low vault was observed. The lens was exchanged for a longer length lens on (B)(6) 2014 and this resolved the problem. Patient's last bcva was 20/20.

Manufacturer narrative:
(B)(4).